Manufacturer narrative:
The device was not returned to the manufacturer for investigation and evaluation. There was no harm to the patient.

Event description:
During a bariatric surgical procedure, the ml-10 clip applier malfunctioned. The device was reloaded with clips and after removing it, the clip applier did not fire the clips. The surgical procedure was extended by 15 minutes. There was no harm to the patient. There was no additional medical intervention required.